Event description:
It was reported that the device was explanted and replaced due to premature battery depletion. The patient was okay post-procedure.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on all available parameter and usage information, a longevity calculation was performed and found to be within the expected limits.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.